Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned due to facility not releasing the device.